Manufacturer narrative:
H.6 investigation summary: material #: 367962. Lot/batch #: 2207360. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to additive abnormality as all samples met specifications. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes plasma remained hazy after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: customer states plasma is hazy when light green top tubes are centrifuged. Customer states appearance does not affect results when compared to gold top tubes.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes plasma remained hazy after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: customer states plasma is hazy when light green top tubes are centrifuged. Customer states appearance does not affect results when compared to gold top tubes.